Manufacturer narrative:
H6: investigation conclusion code corrected to "unintended use error caused or contributed to event ".

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for right ventricular (rv) leadless pacemaker implant procedure. During procedure, it was noted that electrical parameters worsened following multiple fixation attempts. It was also noted that the helix was stretched. The rvlp was ultimately not used and replaced with the new device. Patient condition was stable.

Event description:
New information noted that during procedure, right ventricle leadless pacemaker exhibited inadequate capture and unspecified sensing issue.

Manufacturer narrative:
The reported events of unspecified sensing issue and inadequate capture could not be confirmed. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the many fixation attempts described by the field. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, including output/capture verification and sensitivity test, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.